Manufacturer narrative:
The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "we were half way through the lap spay and everything was fine to start with. When we moved on to the second side, the image was going in and out of focus and it looked like it was zooming in and out without us altering the focus or moving at all. It appeared to work only when holding in certain angles. We were able to finish the lap spay. No negative impact in state of health reported.